Event description:
Clinical study. It was reported that 833 days after a coronary stenting treatment procedure, the pt required repeat catheterization procedure. The pt had the taxus stent placed in the proximal right coronary artery (prox rca). No residual effects or complications. At 833 days after the index procedure, the pt underwent cardiac catheterization after being diagnosed with angina pectoris. At 75% in-stent restenosis in the prox rca was treated with balloon angioplasty. The monorail intracoronary ultrasound catheter was easily advanced to the junction of the proximal and mid right coronary artery. A manual pullback was performed from there until the ultrasound catheter was in the guide catheter in the right coronary artery. The intracoronary ultrasound catheter was removed. The outcome is listed as resolved with no complications. The intracoronary ultrasound findings of the proximal right coronary demonstrated the entire area to be covered with stent. There are double layers of stent in certain areas. The minimal luminal area was 4.0 mm squared. The in-stent restenotic lesion was a combination of intimal hyperplasia and stent under-expansion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.